Event description:
It was reported that the patient experienced syncope and periods of light headedness when their device exhibited pacing issues due to t-wave oversensing (twos) on device and right ventricular (rv) lead. The issue was believed to be linked to rv pacing. The rv lead was reprogrammed several times to no avail. It was decided to explant and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: competitor lead 1388tc-46, (B)(6) 2005. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.